Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an itchy irritating rash near the electrodes that has started to open. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.